Manufacturer narrative:
This complaint is related to (B)(4), a different base and ccm, but at the same user facility that experienced the same issue. Per the data log analysis, both of the ccms failed on the same day, but not at the same time. Both failed because of the 'error process gui died'. This will cause a 'system computer needs service' message to display. Both systems were sitting at the main screen, not in a perfusion screen. Both logs only go back to (B)(6) 2020, and neither system was ever power cycled during this time. Based on the local area network/interface board (lan/if) log, both systems have been powered up for over four months. It looks like the systems are never power cycled unless the 'system computer needs service' message was displayed. It is possible that there is a slow memory leak that eventually caused the ccm to display a 'system computer needs service' message. It is possible that if the system was power cycled once in a while, the issue would not occur. The ccm is a computer and like all computers, an occasional power cycle should help it run better. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. The ccm was restarted and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed based on information in the data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.